Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient went to the emergency room with complaints of palpitations and low flow alarms. The patient was admitted. When interrogating his device, there were 2 pump off alarms. The patient reported being connected to his batteries during both episodes. The patient changed from batteries to his back up system controller while being admitted, and there were no issues when changing over. The log files were reviewed and showed many pi events and two sets of transient low speed/pump stop events while on battery power. The log file did not display any low flow events where the flow estimator dropped below 2.5 lpm. The x-rays did not display any suspect areas or points of concern. In addition to the controller being exchanged, the patient¿s battery clips were also replaced.

Manufacturer narrative:
Approximate age of device: 67 days. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation: the reported event of two system stop events was confirmed via the log file analysis. The log file captured events where the pump speed dropped below the low speed limit and then the speed was captured at 0 rpm's. After each event the pump speed returned to above the low speed setting in the following events. On (B)(6) 2014 the power was elevated in the 8.9 - 12.9 watt range. The reported low flow alarm conditions were not captured during the log file events. The returned system controller was functionally tested and found to operate as intended during analysis. Atypical pump stops were not observed or reproduced. A review of the device history record revealed the device met applicable specifications. The returned battery clips were also found to operate as intended during analysis. No further information was provided. The manufacturer is closing the file on this event.